Event description:
It was reported that a patient presented with high defibrillation impedance and lead fracture noted on the patient's right ventricular lead. A lead fracture was alleged on the right ventricular lead. No intervention or adverse patient consequences were reported.